Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation, and bilateral displacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 290cc mentor smooth round high profile implants on both sides and was presented with left side breast implant deflation, and bilateral displacement postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 4/24/2020, mentor became aware that the surgery date was moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).